Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the videoscope channel tube had foreign material inside of it. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: no image is displayed (no normal image) - imaging section damaged, forceps channel foreign body, insertion site soft tube pinhole, leakage of fluid from the control body, insufficient insertion part bending tube angle, rough control body angle, scratch at insertion part bending rubber adhesion, insertion part soft tube cut, insertion part bending tube dent, insertion part, soft tube oredome cut, scratch on oredome of video cable at cable section, deformation of fe lever at control body, cable section video cable discoloration, connector section video connector cover deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the forceps channel was unable to be further specified. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. There is a reprocessing manual for cyf-va2, and it describes the reprocessing procedures. Olympus will continue to monitor field performance for this device.